Event description:
A customer contacted physio-control to report that their loaner device unexpectedly lost power when attempting to obtain nibp measurements. There was no report of adverse consequences to the patient.

Manufacturer narrative:
Physio-control further evaluated the customer's device and was able to duplicate the reported issue. The electronic record was downloaded and reviewed by a customer quality engineer and the reported issue was verified on the event date. It was determined the cause of the issue was the battery pins and the issue with the part was loose. The battery pins was replaced to resolve the issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Physio performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their loaner device unexpectedly lost power when attempting to obtain nibp measurements. There was no report of adverse consequences to the patient.